Manufacturer narrative:
Received one (1) new 125390490 primary plum set and one (1) used 125390490 primary plum set for inspection. The filter vents on the used 1.2 micron filter were wetted out with prior infusate. Each set was tested per product specifications. There was leakage from the 1.2 micron filter on the used set. The new set met product specifications. The reported complaint of leakage on the 1.2 micron filter can be confirmed on the returned one (1) used 123590490 primary plum set. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where it was reported the filter was leaking from the vent holes, creating little bubbles as it was leaking out during a total parenteral nutrition (tpn) infusion. It was also reported that only this patient's line was leaking and noted that the setup was no different from the other patients. The patient could smell the tubing. It was further stated that there were no particles noted on the tubing. Additionally, it was reported that the filter was not cracked and there were no any hole, cut, tears or any defect noted. There was patient involvement and no human harm reported.